Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no longer being able to hear with the device. A part of the conductor link was in the ear canal. The device has been explanted.

Event description:
The user reported no longer being able to hear with the device. A part of the conductor link was in the ear canal. The surgeon states in the explantation report that manipulation by the patient led to wire breakage with a defect of the silicone coating in the area of the lead exit. Recipient was reimplanted.

Manufacturer narrative:
Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the external auditory canal (eac). In situ testing was indicative of a device malfunction. This is a final report.